Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was damaged and could not be used to charge the pump. A replacement usb cable was sent to the customer to resolve the issue.